Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 900 to 1000 mg/dl. Customer did not report any symptoms nor did they mention how they were treated. Customer states insulin pump had pump error and battery failed alarm. Customer declined to troubleshoot. The product will not be returned for analysis.